Event description:
It was reported that during a lap gastric bypass procedure, upon firing the device with a reload (product code # tr45g), a couple of the staples were missing midway along the staple line. The surgeon oversewed the area. No further incident occurred. There were no leaks present. There was no patient consequence known.